Manufacturer narrative:
The pump was received with a full segment frozen display and a constant tone due to corroded electronic assemblies. Unable to test the back light due to the frozen display. The pump was received with a corroded motor home switch. The pump also had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump got submerged at a water park. The customer did not recall the blood glucose reading. The customer reported that there was fluid visible under the display. The insulin pump alarms for a reset error and then restarts. The customer stated that the screen started to come back, but went away when a button was pressed. The customer also reported that the light came on by itself and that the insulin pump was beeping. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.